Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation and a review of the call by the medical surveillance specialist. The patient stated that on (B)(6) 2017, at ¿around 11:40am¿ she obtained a result of ¿166mg/dl¿ on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and administered a dose of ¿9 units¿ in response to the allegedly high results. The patient reported that at 2:30pm on (B)(6) 2017 ¿her blood sugar crashed and was too low¿, however did not report any specific symptoms. The patient reported that the emergency services were contacted, and when arrived treated the patient with ¿orange juice and glucose gel¿ however this did not bring her blood sugar back up so she was initiated on IV glucose and taken to the emergency room (ER). When in the ER the patient had her blood glucose tested on an ER meter which gave a result of ¿419mg/dl¿ and was told that they would retest her blood sugar in an hours¿ time. After one hour the patient had her blood glucose tested again on the ER meter which gave a result of ¿170mg/dl¿ and a further time prior to being discharged her blood glucose was ¿97mg/dl¿ on the ER meter. During the call the cca noted that the meter was set to the correct unit of measure however the patient had not been using the correct test strips. The product was requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.